Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device bearings were damaged. It was also observed that the device failed the loctite and cable assessments and noise assessment pre-tests. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during preventative maintenance, it was observed that the motor device overheated while in use with another motor device and an attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: during further evaluation, it was determined that the device was too loud and the electrical pins were pushed in. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.